Event description:
On 6/20/94 distributor learned from the center that on 6/12/94 the ventilator had made a loud "pop", it s digital screen went blank, and stopped working in a pt. According to the center the blender alarm went off, but the vent alarm did not. The center also informed distributor that the pt was "bagged" and placed on another ventilator. They also stated that the pt experienced no adverse effects from the episode.